Event description:
It was reported that the key to run the 6600 system c-arm broke off in the unit. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following components have been ordered. C-arm key and key switch assembly. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a follow up report will be submitted as required.